Event description:
The customer stated, that he tested his blood glucose using his contour meter and an accu-chek meter. The contour read 60 mg/dl, while the accu-chek read 260 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.